Event description:
It was reported to st. Jude medical that the pt was receiving multiple shocks due to noise. An attempt to reproduce the noise was unsuccessful. The physician elected to explant the ICD and lead because it was not determined which device caused the noise.